Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had intense shocking that was random in nature. There were no known external or patient factors that may have contributed to the issue. The patient was walked through turning intensity down to determine the ideal intensity to avoid any shocking while still achieving pain relief. Troubleshooting also reviewed how to turn off the stimulator if necessary and checked impedances which were all within the normal range. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking wasn¿t determined. The rep reported that they didn¿t have additional information on any other actions that were taken. The rep reported that it was unknown whether the shocking was resolved. No further complications were reported.